Event description:
Pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in removing the cartridge and inspecting the o-ring, and the pneumatic tap area was cleaned as instructed. Upon follow up, support confirmed the issue was resolved and a new box of cartridges was sent to the customer.